Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 114 mg/dl. Troubleshooting could not be completed as the customer resolved the issue by changing the infusion set and reservoir. No products will be returned or replaced.